Event description:
Pt monitor alarming low map less than 65, noted sbp 88 but dropping quickly. No other alarms activated at this point, called rn to increase levophed drip. While changing drip rate, it was noted that levophed drip was leaking from stopcock site. No other drips leaking. Noted puddle on floor. Levophed had to be rerouted. Chest compressions were ultimately initiated. Pt's blood pressure returned to normal within a few minutes.